Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported battery depleted, which was confirmed during evaluation. The cause was determined to be dried liquid substance on the rear case pins resulting in pin depression. This caused the connection between the device and battery to fail, resulting in the battery being unable to properly charge. The rear case pins were cleaned to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a depleted battery during programming/setup at the cardiovascular area. There was no patient involvement. No additional information is available.